Event description:
Additional information was received from the customer indicating that the event happened during IV treatment.

Manufacturer narrative:
H10: the product was received march 11, 2020; the evaluation is in progress.

Manufacturer narrative:
H10: four new devices were received for evaluation. Each microclave connectors were pressure leak tested and each met pressure leak expectations outlined in the product performance specification. The complaint was unable to be confirmed or replicated during testing. A lot review was performed and and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a microclave connector that was broken. It was further stated that there was formation of air bubbles at the patient's venous access in the extension tube using microclave connector after removing the pump. There was patient involvement, however, there was no harm to the patient and no medical intervention required.